Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found two external insulation abrasions was noted at 11.3 cm to 11.4 cm and 12.6 cm to 12.7 cm from the connector pin consistent with friction to the device can proximal to the suture sleeve tie impression..

Event description:
This report is to advise of an event observed during analysis.